Event description:
It was reported that the user experienced recurrent early-morning hypoglycemia with blood glucose dropping into the 50 mg/dl and treated episodes with oral glucose tablets; the user noted recent weight gain and was guided to verify and update weight settings on the ilet. Investigation of this case revealed no device malfunction reported and that updating weight settings was addressed during the call. No clinical symptoms associated with low blood glucose reported. Outcomes included no medical intervention and resolution of episodes with self-treatment. It was concluded that the cause of hypoglycemia was unclear and the event was managed with standard guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.